Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. The subject device was transferred to omsc for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the segment in the middle of the second digit of the volume indicator was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to omsc for investigation. Omsc checked the subject device and found that the reported phenomenon was duplicated when the subject device was turned on. Any error regarding the reported phenomenon had not been logged in the subject device. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc concluded that the reported phenomenon was attributed to the failure of the led element. The exact cause of the failure of the led element could not be conclusively determined. However, there was the possibility that it was attributed to the accidental failure of the electronic components.